Manufacturer narrative:
Pump received with blank display and constant tone alarm due to moisture damage on electronics. Unable to perform idle, current, run current, off no power, self, restart error, displacement, basic occlusion, occlusion, prime, force system sensor and excessive no delivery tests due to blank display. Pump had minor scratched display window and cracked reservoir tube lip.(B)(4).

Event description:
The customer reported via phone call that the insulin pump had a blank display before and after a battery change. Customer's blood glucose was 180mg/dl at the time of incident. Troubleshooting advised customer to remove the battery for 10 minutes, clean the battery contacts and then replace it but the display did not return. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.